Event description:
During t2 nail surgery, the operating room staff mentioned that the sponge was attaching to the tyvek sheet when the tyvek sheet for the screw was peeled off. The procedure was completed without problem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.